Event description:
According to the reporter: instrument does not pull suture from one arm to the other, and pops out. No patient injury. No additional information can be provided by the account.

Manufacturer narrative:
(B)(4).